Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keys of the insulin pump was not responding and was hard to press. Customer¿s blood glucose was 68 mg/dl. Troubleshooting was performed. Customer stated that buttons were not responding. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act, up and down button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.